Event description:
Bard lubricath 16 fr #365716 inserted. Call from md to risk mgmt stating that catheter balloon would not deflate and that surgical intervention would be required to remove. Foley inserted for 24 hr urine collection. Three days later order written to discontinue foley. Staff unable to deflate balloon using syringe. Unable to remove with guidewire. Urologist punctured foley balloon transuretherally with assistance of 24 fr resectoscope sheath. Foley removed with balloon deflated. Surgical intervention not required.